Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 237 mg/dl, and the meter bg reading was 326 mg/dl. Tandem technical support determined all values were within normal range and no malfunction occurred with the device. Reportedly, the customer also provided a bg value of ¿high¿ on cgm. Customer address elevated bg with a correction bolus via pump. No additional patient or event information was available. A replacement sensor was sent to the customer.